Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart w/contra angle eur experienced mechanical speed issue that was unstable. The root canal treatment could not be performed. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Dentsply sirona china x-smart w/contra angle eur reported date: 2025-5-30 ae number: (B)(4). The bearing is stuck, and the display shows that the speed is unstable, and the root canal treatment cannot be performed. Event cause analysis description mentioned by doctor: long-term use leads to corrosion of bearings. This issue has been reported as adverse event in china ae monitoring system. If the product is needed to be returned for investigation, please send the adhoc. 05.06.25: information from ds china maintenance center: goods issue date: 2021-09 within warranty: no; maintenance record: after the malfunction, there is no maintenance record. The possible causes are as follows: 1. Insufficient power supply and abnormal rotation; 2. The rotor is stuck by a foreign object and rotates abnormally; 3. The handle cable is not in good contact and the power supply is not continuous. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report to correct this code.